Event description:
It was reported that right hip revision surgery was performed. Bilateral patient, see 3005975929-2018-00019 for left hip revision. Severe metal-on-metal reaction with extremely high elevated serum cobalt and chromium levels reported.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to severe metal-on-metal reaction with extremely high elevated serum cobalt and chromium levels reported. During revision the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. Review of manufacturing records for bhr head confirmed all released devices met specifications applicable at the time of production. The available records for the bhr cup were also reviewed, the order of 12 devices was released by the vendor (B)(4) as meeting specifications and conforming to requirements. Unfortunately, the associated device history record of manufacturing could not be located by the vendor to further review details from production. The sterilization certificate & inspection at smith & nephew of the completed product was located and met specification for the lot. The missing vendor production record has been addressed through a non-conformance report. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had elevated blood metal ions and pain. During the revision there was noted to be some metal debris and scar tissue within the hip. Frozen sections showed no signs of infection. No information on the metal ions was provided. Based on the provided information no contributing factors or other relevant information was noticed that could explain the later revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.